Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor experienced an issue with the angio-seal device. He stated that when the sheath and arteriotomy locator where inserted into the artery they could not achieve pulsatile flow, just a drip was seen. Adjustments were made but still the same result. The doctor made the decision to not try and insert the bypass tube. Additional information was received on 10nov2020. The procedure performed was an angiogram using a 6fr procedural sheath. The arteriotomy locator was adjusted. The blood loss was than 7ml. Hemostasis was achieved by manual pressure. The patient was reported to be in stable condition. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The locator was returned mated with the hemosheath. The carrier tube assembly was returned as well. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath and the locator were returned in a mated position. The sheath/locator assembly was slightly bent upon receipt. Upon microscopic inspection, it was discovered that the hemostasis sheath/ locator assembly were kinked at the blood inlet hole. No obstructions were identified with the locator drip hole or the inlet holes. No other visual anomalies were noted. To check for obstruction, water was passed through the inlet hole and a corresponding drip at the outlet hole was observed. The locator was removed from the sheath and mated again to check to proper mating - an audible click was heard. The locator snapped into place as intended and no looseness was observed. Dimensional testing was performed. The inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.056" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.040" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within the manufacturer's specifications. The complaint could be confirmed for blood return issue. Based on the evaluation of the returned device, no anomalies could be found in the functional characteristics of the arteriotomy locator. The kink in the sheath/locator suggests application of some off-axis forces which could have blocked the inlet holes (due to temporary kinking of the device) leading to the reported event. The likely reasons for no backflow of blood are due to an insufficient insertion into the artery or depending on patient anatomy and usage technique, the inlet holes could have been kinked and blocked by tissue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.